Event description:
A pump screen was reported to be dark and unresponsive, and troubleshooting efforts to resolve the issue were unsuccessful. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use a known working power outlet and different charging accessories, but the problem persisted. Technical support decided to replace the malfunctioning pump. The customer was informed about receiving a replacement with updated software and was advised on necessary steps, including insulin delivery backup through multiple daily injections. The customer confirmed their understanding and agreed to return the defective pump.